Event description:
It was reported that the patient presented in clinic due to stomach jumping and failure to capture. Programing changes were performed. The patient was in stable condition.

Event description:
New information noted that the lead was capped and replaced. There were no patient consequences.